Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed a damage power flex circuit. The connect jp4 of the power flex circuit was burnt. Carefusion replaced the power flex circuit to address the reported issue.

Event description:
It was reported by the customer that the unit's ac connector was damaged. While in service it was discovered that the unit's ac connector had burnt components. This reportable issue was discovered while in service, therefore there was no patient involvement.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.